Manufacturer narrative:
Evaluation summary: the analysis results found that the device was returned with the firing mechanism damaged and with no cartridge present. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were broken. No functional test was performed. No conclusion could be reached as to what may have caused the reported incident, as there was no cartridge returned for analysis. However, the device opened and closed without any difficulties. This and other similar events, should they occur, will be trended to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process. D4: serial # = na.

Event description:
It was reported that during a lobectomy procedure, the release lever would not release at second firing. Surgeon released it forcibly. Another device was used to complete the case. There was no adverse consequence to the pt.